Event description:
It was reported by a company representative that a vns patient experienced convulsive seizures in the recovery room after being initially implanted with vns. The surgeon spoke with the neurologist and the decision was made to begin therapy immediately and patient was programmed on to 0.25 ma. The patient continued to have about 12 seizures and patient was subsequently increased to 0.5/20/250/30/5 in addition to increasing the patient's keppra. According to the company representative, the patient did well overnight after the increase and was discharged. Good faith attempts to obtain additional information have been unsuccessful to date.